Manufacturer narrative:
An experienced breast surgeon was consulted as a clinical expert for the investigation of this event. The clinical expert confirmed our conclusion that there is no reason to believe that the infections were caused by the tigr product. Risk factors for this patient are prior radiotherapy, insulin treated diabetes and large breast implants (560 cc) and the fact that the patient is a smoker. These risk factors combined is considered to result in a high risk for complications when performing immediate breast reconstruction regardless if a surgical mesh is used or what kind of surgical mesh that is used. Device discarded by hospital.

Event description:
The patient had recurrent breast cancer on the left side. The patient has a history of breast conservation surgery, radiation and chemotherapy. The patient underwent mastectopy on both sides and breast reconstruction with implants (560 cc) and tigr matrix surgical mesh for reinforcement of soft tissue (B)(6) 2016. The patient then developed wound infections on both sides and the surgeon decided to change the implants and remove tigr on both breasts. The date of the explantation (event date) is unknown but it was no later than the reporting date (B)(6)2016.